Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. A follow up report will be submitted when our investigation is complete.

Event description:
It is reported that the pt was revised due to pain, loosening, and the tibial plate fracture.